Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms, but the alarms continued. Customer then reverted to manual insulin injections to address the other occlusion alarms. Customer's blood glucose level was 160 mg/dl.